Event description:
The end user was sitting in her lift chair when allegedly the lift chair threw her onto the floor resulting in a fractured right ankle and partially fractured left ankle. The end user died three weeks later due to compications from pneumonia.

Manufacturer narrative:
86.) Unable to evaluate the unit at this time. 68.) Although we cannot draw any conclusions regarding evaluation at this time it is not clear how this incident occurred. The lift chair will not move without use of the hand control. The caller had indicated the end user was in the last stages of alzheimer's disease and was not able to operate the hand control. There were no witnesses to confirm this event occurred as indicated by the caller.